Event description:
It was reported via the implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted for four (4) years and three (3) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 21mm inspiris resilia valve. Post procedure patient in recovery. The implantation data card indicated that the device explant was not due to deficiency of the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. The subject device also not available for evaluation. Based on the limited information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5, g3. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported via the implant patient registry and medical records that a 3300tfx 23mm bioprosthetic aortic valve, implanted for four (4) years and three (3) months, was explanted due to endocarditis. The explanted device was replaced with an 11500a 21mm inspiris resilia valve. Post procedure patient in recovery.